Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016,product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that they saw the patient in their office 6 months prior to date notified, at which point the patient had some redness and swelling in the chest pocket. As a result the patient had explant surgery of the implantable neurostimulator (ins) and extensions, during which the rep saw the patient had their battery exposed, with the hcp believing it had been exposed for about 2 weeks. The hcp is awaiting culture results on the left lead, and will decide later on if further intervention is needed, with the issue unresolved at the time of the report. It was also noted that the patient's voice also dramatically weakens when they turn the on, with their voice much stronger if the implant is off. No further complications are anticipated. The patient's indication for implant is unknown.